Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleges stating that it is now corroded around the plug for power. She does not feel safe using unit. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. During investigation the p4 harness was necessary because of the corroded and rusty condition of the original customer supplied one. P4 power inlet socket was corroded and had rust on it, indicating potential water ingress. This issue has been previously investigated with other devices and is documented in inv 1023. There is also, rust in the bottom of the enclosure, where the p4 power connector sits. Unknown white and black contamination (dust-like), inconsistent with degraded sound abatement foam, at the air inlet of the blower box. Dust-like contamination on top of the blower motor and the blower motor seal. Tiny unknown black (inconsistent with degraded sound abatement foam) and white specks of contamination on the bottom the blower box. Potential liquid spots on the bottom of the blower box, indicating potential water ingress. There is no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination and water marks in the device and are consistent with being from an external source.